Manufacturer narrative:
Customer reported that "the shunt was not able to be released from express device shunt properly" and "not able to be inserted successfully". No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a complaint history review and non-conformance review could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event thus review of the reported lot device history record could not performed. The sample was received at the manufacturing site and investigated as follows: the sample was returned in a bubble plastic wrap and a small plastic bag with shunt. No original secondary packaging. The sample include a cradle and express device shunt that was placed in designated location firmly in cradle. Shunt inserted in a small plastic bag not mounted/assembled on to the express device shunt tip. There was no pouch and instruction for use (IFU) of the original packaging. The express device shunt wire was partially pressed. The express device shunt wire protruded from cannula opening. Root cause: a root cause for the customers reported events could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from express device shunt (since it was not assembled on the express device shunt tip) and the express device shunt was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Regarding complaint description that " the shunt was not able to be released from express device shunt properly". Visual inspection of the express device shunt shows that wire was not completely pushed/triggered. Failure to release the shunt can be in the case that the express device shunt is not triggered from the mid section trigger point or when the trigger is not pressed all the way, however it could not be determined if this is the case. Complaint cannot be conformed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of glaucoma shunt in the patient's eye, it was not able to be released from delivery system properly. The surgery was completed after replacing the product with another one. Additional information received and stated that, the shunt was not able to be released and not able to be inserted successfully.